Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 220 mg/dl at the time of incident. The customer¿s current blood glucose value was 119 mg/dl the customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with manual injection. Customer alleging possible insulin pump was under delivery because the blood glucose was going up. Customer declined trouble shooting. Customer will continue use of the device.